Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that they are getting error code 1063 (invalid test result, correltation coefficient too low) when running patients samples using the axsym digoxin iii assay. There was no impact to patients management reported.